Event description:
A 73 yr cau. Male found unconscious and not breathing. Medics began CPR & attempted intubation (failed attempt) pt connected to defib unit by hard-wire patches. Medic 1 noted asystole. 2nd medic on scene found monitor lead selector switch in incorrect position for leads used. Lead selector switch corrected and v-fib recognized. Pt then treated as per protocol. Pt pronounced upon arrival at hosp e.r. Incorrect lead selection caused treatment for incorrect diagnosis. Initially...prolonged treatment.